Event description:
It was reported that the device illuminated a service indication and would not deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the malfunction to be a failed diode, (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.